Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to a partial migration of the active electrode out of cochlea. Further in situ measurements show one channel with hi status due to undetermined reasons. This is a final report.

Event description:
The electrode partially migrated out of the cochlea with 6 channels being extra-cochlear. The user has been reimplanted.

Event description:
The electrode partially migrated out of the cochlea with 6 channels being extra-cochlear. The user has been reimplanted.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.